Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and diminished sensing despite multiple implant attempts. It was also reported the helix was deformed. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.